Manufacturer narrative:
Citation: solveig moss kolseth., et al.. A rapid deployment valve option for failing medtronic freestyle full root: a single centre experience. Journal of cardiothoracic surgery 19:667 2024. 10.1186/s13019-024-03178-9 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a rapid deployment valve option for failing medtronic freestyle full root: a single centre experience. The study population included 6 patients who were predominantly males with a mean age of 65 ± 12 years old. Patients were implanted with a medtronic freestyle bioprosthetic valve. Among all patients, clinical observations included: severe aortic regurgitation, septic emboli, infection, endocarditis, structural valve deterioration with leaflet and commissural tears. It was reported that the patients were treated with antibiotics, the freestyle leaflets were completely excised, a root enlarge­ment was performed and a non-medtronic valve was implanted. No further information was provided pertaining to medtronic products.